Event description:
It was reported to nova biomedical that a consumer rec'd a "lo" (less than 20 mg/dl) on her meter. The consumer experienced a hypoglycemic event requiring emergent food intervention to help raise her blood glucose level. The consumer reported that she took a higher dose of her glucovance and did not eat enough of food to balance to cover the extra oral medication. Blood tests performed with nova meter and test strips revealed that the device gave low values showing our device performed as intended. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will not be returned for eval.